Event description:
It was reported via repair work order that the caster was separating, which potentially can result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that there was reduced brake force as a result of the damaged casters. However, upon completion of the manufacturer's investigation it was determined that the damaged casters resulted in difficulty to push the stretcher, and did not have any reported impact the brakes. This is not likely to result in serious injury or death as an alternative stretcher could be used to transport the patient if needed.

Event description:
It was reported via repair work order that the caster was separating, which potentially can result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.